Event description:
Per the clinic, the patient experienced poor performance since activation, hear squeaking and squealing sounds, non-auditory percepts and facial nerve stimulation with the device. Re-programming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2026, and the patient was re-implanted with other brand manufacturer device during the same surgery.